Event description:
It was reported that a patient underwent a breast implantation procedure with unspecified mentor saline breast implants and experienced bilateral breast pain and deflation on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with similar devices on (B)(6) 2024.. This report is for the first of two devices. See manufacturer report number 1645337-2024-03892 for contralateral side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: deflation, breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On apr 22, 2024, additional information was received indicating the impacted product is a saline mentor smooth round moderate plus profile 450cc, catalog number 3502450, lot number 6831786. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).